Manufacturer narrative:
Device passed the self test and displacement test. No unexpected software error or the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm error due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer¿s mother that the insulin pump received a couple pump error alarms. She was advised to tell the customer to disconnect from the pump and to revert to a backup plan. Insulin pump will not be returning for analysis.